Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The mitraclip nt instructions for use, states if excessive resistance is noted at both ends of the gripper line, resulting in failure to establish gripper line removability (eglr), stop and remove the clip delivery system. While it should be noted that the mr ultimately remained unchanged, the reported patient effects of worsening mr and failure to retrieve mitraclip nt system components (foreign body in patient), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the partial clip movement appears to be a result of patient morphology/pathology and user error. As the clip was deployed despite an unsuccessful eglr test, the user error contributed to the partial clip movement; however, definitive cause for the reported inability to remove the gripper line could not be determined. The patient effect of foreign body left in the patient was a result of the inability to remove the gripper line and unchanged mr was due to the partial clip movement; therefore, the reported patient effects of foreign body in patient and unchanged mr were a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the inability to remove the gripper line, and the clip movement on the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The left atrium was small with a long prolapsing and thickened anterior mitral leaflet and a short restricted posterior mitral leaflet. During deployment of the first clip the mr grade was reduced to 1+; however, the gripper line could only be removed approximately 1-2 cm. Several unsuccessful attempts were made to remove the gripper line. The decision was made to leave the clip on the leaflets and remove the system over the gripper line. After system removal, another attempt was made to remove the gripper line, but without success. During attempts to remove the gripper line, the clip detached partially from the posterior leaflet, but remained on the leaflet, and resulted in mr back to grade 3+. The gripper line was cut at the groin, but remains inside the femoral vein. Due to the small annulus and the risk of complete detachment, no attempt was made to implant a second clip. The patient remained stable. No additional information was provided.